Event description:
It was reported that low sensing and chronically high capture threshold were noted on the atrial lead. Fluoroscopy revealed that the atrial lead had pulled back somewhat into the superior vena cava (svc). The patient had a fall shortly after the initial implant. The atrial lead was capped and replaced on (B)(6) 2022. There were no adverse health consequences, and the patient was stable prior to, during, and post-procedure.